Manufacturer narrative:
(B)(4). On 08/24/2016 it was observed that the evaluation information in the MDR is incorrect and a supplemental MDR will be required. The initial MDR stated that the upstream sensor was found failing, when it should have stated the downstream sensor was found failing. The event problem and evaluation codes (h6) have been updated accordingly.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 345 alarms which were reproduced. The alarms were confirmed during a review of the event history log. Evaluation found a failing upstream sensor as well as a failing input/output printed circuit board (I/o pcb) to be the cause. The failed upstream sensor and I/o pcb were replaced.

Event description:
It was reported that a spectrum pump displayed system error 345. Any patient involvement, injury or medical intervention is unknown.